Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
It was reported that the system had software corruption which caused the system to intermittently "hang" or lock up. There is no report of injury or death associated with the event described in this complaint.